Event description:
During a breast biopsy their when they connect their ex holster they are not getting any samples. They connect the old hh and st holster and their unit works properly. The rep connected her ex holster and was unable to get any tissue. There was no patient consequence reported, the case was completed using the oldhh holster. Control module being sent back for repair.